Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. This report represents the sheath used during the case. Please reference related manufacturer report no: 2015691-2018-04081. The investigation is ongoing.

Event description:
During pre-decontamination evaluation of the returned sheath, significant distal tip damage was observed, the distal tip was torn and there were scratches along sheath shaft. The sheath was fully expanded as designed, there was no liner tear, and the marker band was intact. As reported by our affiliates in (B)(6), during deployment of a 26mm sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system balloon did not inflate and valve did not expand. Blood was noticed flowing back into the atrion inflation device. The system was attempted to be withdrawn into the esheath for removal. However, there was a lot of resistance felt at the entrance of the esheath making retrieval of the device impossible. During retrieval attempts, the distal tip of the delivery system separated and the balloon tore into two pieces. The pieces were removed from the body using a snare. The valve moved off the balloon and was deployed in the descending aorta. Another 26mm sapien 3 valve and delivery system were prepped and deployed in the native aortic valve with no issues. The patient expired 14 days post procedure due to complications of the balloon rupture during the tavi procedure. The patient¿s access vessel minimum luminal diameter was ¿normal size¿, was mildly calcified and mildly tortuous.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. During visual inspection, significant distal tip damage was observed, the distal tip was torn and there were scratches along the sheath shaft. The sheath was fully expanded as designed, there was no liner tear, and the marker band was intact. Due to the nature of the complaint (sheath distal tip torn), no relevant dimensional or functional tests were performed. Per the report, there was a lot of resistance felt at the entrance of the esheath making retrieval of the device impossible. Per the training material ¿do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.¿ it is likely that the still crimped thv was caught on the sheath distal tip during retrieval, requiring additional force for delivery system removal. Extensive damage on the sheath distal tip and the balloon tear likely occurred when additional force was applied in an attempt to retrieve the crimped thv. This additional force likely also contributed to the reported distal tip tear. Although a definite root cause is unable to be determined, available information suggests that procedural factors (not re-advancing the thv past the sheath tip and ensuring the thv is centered on the sheath tip) may have contributed to the reported event. During manufacturing, the esheath shaft component was 100% inspected and rejected for the following: wrinkles, kinks, or mechanical damage (e.g. Scratch/torn liner); protruding or missing material; cross-linking across liner; holes or tears on the strain relief; witness lines; delamination; remnant lines; seam separation; stress lines in the liner; notches on the bottom side of the liner when holding the housing in the left hand; no c-marker band present; protruding/missing material (serrated transition, holes, or rough surface) or tears in the soft tip; flash and excess material. The esheath tip was inspected for the following: ID dimension, presence of proper scoring on the od and ID, ID scratches in the liner expansion pathway, and tears. During the final inspection, the esheath underwent 100% inspection for the following: verify shaft od, tip ID, tip length, coating length, working length, strain relief length; visually inspect without magnification that hemostasis valve surface is free of damage (cracks, tears, voids, flash); visually inspect for delamination. Visually inspect using minimum 3x magnification: seam separation, wrinkles, kinks, mechanical damage (e.g. Scratch/torn liner), protruding or missing material, witness lines, stress line(s) in the liner, cross linking, notches on the bottom of the liner, remnant lines, presence of c-marker band; flash and excess material; visually inspect tip interface. After sterilization, sheath expansion testing was performed during product verification (pv) on finished devices under a sampling basis. Testing includes expander insertion force. The esheath samples were visually inspected before testing for seam separation, holes and tears. The samples were inspected after the expansion test for damage (i.e. Tears), stretching, and to ensure that no fragments separated from the sheath tip. The sheath tips were inspected for any fragments that may have detached during sheath expansion testing. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip ¿ torn was confirmed based on visual inspection of returned device, but no manufacturing nonconformance was identified. A review of device history record (DHR), lot history, complaint history and manufacturing mitigations did not reveal any issues that could have contributed to this complaint event. A review of labeling, IFU and training materials revealed no deficiencies. Available information suggests that procedural factors (not re-advancing the thv past the sheath tip and ensuring the thv is centered on the sheath tip) may have contributed to the reported event. Review of the complaint history revealed that the occurrence rate did not exceed the november 2018 control limit for the trend category sheath distal tip ¿ torn. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, neither a product risk assessment, nor preventative or corrective actions were required.